Manufacturer narrative:
Device display functioned properly and no missing segments/partial display noted. Device passed self-test and displacement test. However, device had severely scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had partial display. The customer¿s blood glucose level was unknown. It also reported that display was not clear and it was difficult to read. The customer will be returned insulin pump for analysis.